Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported that upon removal the tampon unraveled leaving pieces inside of her. Consumer went to her primary care physician. She was diagnosed with bacterial infection. She was prescribed antibiotics. Consumer experienced infections bladder and bacterial, vaginal irritation, and bleeding.